Event description:
The reporter stated: during ankle fusion surgery, using the panta set, "the holes were not matching up well." The screws and nail were misaligned. When the doctor tried to remove the metal piece from the jig, it did not come out smoothly. Surgery was delayed by a few minutes due to this issue. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.